Event description:
It was reported that there was event with a robi metal outer sheath. According to the information received, during the operation a constant "loose contact" occured. After completion, a loose piece (blue) of the shaft was noticed during disassembly for cleaning. No effect on patient/user/third party. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The 38600 robi metal outer sheath, lot: ww04 was returned on 19.10.2020 and evaluated. The broken off blue piece from the shaft could be confirmed. The described failure is a known issue. During assembly in series production and during application by the user a torsional fracture occurred in some cases. For improvement a reinforcement of the end piece was performed and the material was changed. The implementation took place vie eco 28650 in january 2014. The affected 38600 robi metal outer sheath, lot: ww04 was manufactured in september 2013. The event is filed under internal karl storz complaint is ID (B)(4).